Event description:
A surgeon reported that air came out of the infusion line during a vitrectomy surgery while in irrigation mode. The issue was resolved after replacing the pak. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).